Event description:
Ebus procedure performed without incident. Pt had general anesthesia with endotracheal tube. Pt was recovered in the pacu. While in recovery, pt was sat up in the high fowler's position for a cxr. Pt started to cough and coughed up a foreign body. The foreign body was identified as the balloon used during the ebus procedure. No harm to the pt.